Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported hole in the catheter. No further information available.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter shaft is confirmed, but the root cause could not be determined. One 6 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed some use residues throughout the catheter. A circumferential ¿s¿ shaped split was observed at the 4 cm depth marker. A functional test of attempting to infuse water into each of the lumens using a 12 ml syringe revealed each lumen to be patent to infusion with the split at the 4 cm depth marker being observed through the gray lumen and the white lumen. Both the gray lumen and white lumen passed water through the split and the distal end of the catheter shaft during functional testing. A microscopic observation of the split showed a granular fracture surface at the split and sharp fracture edges along the corners of the split. The exact cause of this failure could not be determined; however, possible contributing factors may include kinking of the catheter leading to structural weakness, contact of the catheter with a sharp instrument, or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.